Event description:
It was reported that this right ventricular (rv) lead needs to be replaced for unknown reasons. This rv lead remains in service. No adverse patient effects were reported. Additional information received indicates that the right ventricular (rv) lead was surgically abandoned. Clinic representative stated that it was taken out of service because of a high threshold. The cause of the high threshold was discovered during the placement of the new rv lead. No additional adverse patient effects were reported.

Event description:
It was reported that this right atrial (ra) lead needs to be replaced for unknown reasons. This rv lead remains in service. No adverse patient effects were reported.